Manufacturer narrative:
Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that during implantation of a light adjustable lens (lal) on (B)(6) 2026, the trailing haptic scraped the patient's iris and caused bleeding. The patient returned to the clinic the following day with hyphema. An additional procedure was successfully performed on (B)(6) 2026 to clear the eye of blood. The lal remains implanted in the patient's eye.